Event description:
Patient's father contacted dexcom technical support on 12/16/2014 to report continuous glucose monitor (cgm) inaccuracy compared to blood glucose (bg) meter on 12/16/2014. Patient's father did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).